Manufacturer narrative:
Reliability analysis inspected 6 opened/used infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a pump. All 6 infusion sets failed per spec. Infusion sets found occluded at qr connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of an occluded infusion set. The customer's blood glucose reading was unknown. The customer stated that she had problems with getting insulin through the tubing. The customer stated that she got a lot of resistance and it is hard to push. The customer stated that she had the same problems with a different infusion set. The customer will be sent replacement sets.